Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement vertek arm ii shipped to site 03/02/2015. Medtronic investigation of returned suspect vertek arm finds that the arm is very worn with many nicks and scratches on every surface and edge. As reported, the articulating arm will not completely lock down when the handle is tightened. Mechanical failure - malfunction - will not tighten.

Event description:
A medtronic representative received a report from a site that their articulating arm would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.